Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
Rp. 011280 - the dentist reported that 6 days after dental implants was installed in intraoral region 29#, it had to be removed because the patient was in pain. In addition, 40 ncm of primary stability was achieved and the patient presented bone type ii.